Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying a battery indicator when attempting to test. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began in the morning, approximately 2 days prior to contacting lfs. The patient reported that she was not taking any medications to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that about 12-16 hours later, she developed symptoms of ¿blurry vision and sleepy¿ and despite her symptoms, she denied receiving any treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the battery did not need replacing based on the use of meter. The issue remained unresolved and replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.